Event description:
The patient reported experiencing shocks when lying on left side and questioned if lead was the cause of shocks. Additional information was received and indicated the patient continues to express "trouble" since lead was replaced with "on-going symptomatic shocks" for six months and has increased blood pressure and pulse at times post shock. The patient noted shocks only happen early morning. Physician informed patient shocks may be phantom and recommended that the patient obtain a second opinion, as the lead is working fine and remains actively implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.